Manufacturer narrative:
(B)(6). Visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was noted to be kinked. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulder in the distal section of the balloon, which confirms the reported event. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have caused the physician to feel some resistance, resulting in the kink in the catheter, and the pinhole found on the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy and esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that after insertion of balloon, the inflation was not holding. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and okay. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.